Manufacturer narrative:
(B)(4). Date sent: 8/13/2024 mw5157384 b3: only event year known: 2024 no lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date was the device implanted? On what date was the device explanted? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Answers: (B)(6) it was put in it is still in because insurance is saying it's experimental and won't let them remove it no complications during surgery hiatal hernia repair and crura were done at the same time gerd reflux and barretts esophagus before implant. Also dysphasia. After the device was placed things were good for a week. Then I got dysphagia again 2 strictures. Acid reflux is back. Gastric system is slowed down. Pain in chest and throat. Pooling above device. Can't swallow solid foods. Been on a soft diet ever since. For 6 weeks now. Still have trouble drinking too. Can't burp or throw up. Nausea and headaches as well. CT scan and x-ray and barium studies have been done. They were done at wesley medical center for barium study and via christi st. Francis for the other tests. In wichita kansas I don't have access to the testing. I do have an auto immune deficiency nausea meds were given. Zofran. I went to ER for pain they gave me a minimal prescription of lortab liquid for pain no steroids they didn't help. I tried. And no immunizations. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient have had multiple complications due to linx device.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. D4: UDI# and the lot number was provided as 30080. A manufacturing record evaluation was performed for the finished device lot number 30080, and no non-conformances were identified.